Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could easily be detached from the device by gentle pull after tightening the set screw during the implant procedure. Connector pin was found to be damaged. Lead was replaced. There were no adverse consequences to the patient.